Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type), h10, h11. Corrected fields: e4, g1(contact person), h4, h6(investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the iabp could not complete an autofill cycle and the compressor was loud when it started up, the fse pulled the console from the cart and found that the back of the console was damaged (pushed in) and that it broke the pressure hose/tube from the compressor to the reservoir. The fse returned onsite and replaced the cover assembly and the pressure tube. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he found that the cardiosave intra-aortic balloon pump (iabp) had rear cover and pressure connections that were physically damaged. There was no patient involvement, and no adverse event reported.